Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/04/2026, the patient began experiencing symptoms of itchiness and a burning feeling at the sensor site. On 06/08/2026, the sensor detached prematurely due to weakened adhesive, at which point the patient observed that the area extending from the needle puncture wound to the adhesive patch perimeter was red, showing pus, and appeared infected. The skin reaction subsequently spread past the perimeter of the adhesive. On (B)(6) 2026, the patient sought medical evaluation at an urgent care clinic. A visual check was performed, and the provider confirmed the presence of a skin infection; no additional diagnostic tests were performed on the skin reaction. The patient was prescribed oral cephalexin 500 mg and a topical locoid cream. Treatment with both medications was initiated on the evening of 06/08/2026. At the time of the report, the patient was continuing the prescribed therapies, noting that there was no longer any pus and the area was resolving. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).